Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. The pump also had a cracked reservoir tube lip. (B)(4).

Event description:
The customer's daughter reported via phone call that the insulin pump had a keypad anomaly; the buttons became unresponsive. The patient's blood glucose at the time of incident was 104 mg/dl. The customer's daughter stated that at first only one button was unresponsive, but now that issue has spread to most of the pump buttons. Troubleshooting was initiated for the keypad anomaly. The customer did not recall any significant events leading to the keypad issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.